Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that; the product was implanted in 2016. Later, he developed infection on an unknown date. A revision surgery was performed on (B)(6) 2025, they removed the implant and implanted a cement mold.

Event description:
It was reported that, the product was implanted in 2016. Later, he developed infection on an unknown date. A revision surgery was performed on (B)(6) 2025, they removed the implant and implanted a cement mold.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.